Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed acute pancreatitis and was treated with high-volume fluid replacement and gabexate. The causal relationship with the device was considered low but could not be denied. Per the report, acute pancreatitis did not usually occur without a trigger. Additionally, right heart failure (rhf) was reported on (B)(6) 2024, thought to be caused by a decrease in right heart function in the original cardiac function. Central intravenous pressure (cvp) was greater than18 millimeters of mercury (mmhg) and cardiac index (ci) was less than 2.0 liters per minute. Symptoms included ascites and peripheral to edema.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The hospital was contacted for information regarding the reported event but would not provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.